Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device was not clearing the patient disconnect error. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and believed that it was the average air flow standard liter per minute (slpm) at -13 that was causing this problem. The asp therefore replaced the data acquisition (da) printed circuit board assembly (pcba) and flow sensor assembly and verified that the device cleared the patient disconnect error.

Manufacturer narrative:
Although the replacement data acquisition (da) printed circuit board assembly (pcba) and flow sensor assembly resolved the patient disconnect error, the device failed the oxygen (o2) accuracy test. Therefore, the authorized service provider (asp) returned onsite, returned the replacement da pcba and flow sensor assembly, and ordered the replacement gas delivery system (gds) to resolve both issues. After receiving the new gds, the asp performed the gds replacement and verified that both of the issues were resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.